Manufacturer narrative:
(B)(4). The device was manufactured november 24, 2014 ¿ november 26, 2014. Evaluation summary: the device was received for evaluation. Visual inspection revealed a white particle 0.50 mm in size, floating in the bladder. Fourier transform infrared spectroscopy revealed the matter to be acrylic material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter inside its balloon. The device was filled with colistimethate. There was no patient involvement. No additional information is available.